Event description:
It was reported that a minimum fill notification occurred when customer attempted to load new insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient insulin in cartridge, removed pump from case, cleaned pneumatic tap area as instructed, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin delivery.